Manufacturer narrative:
H6: previously applied fdc d16 code has been updated to d1102. B5: corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that a 5 ml (cc) syringe was used to inflate the endotracheal tube cuff.

Manufacturer narrative:
H3: product analysis found that only a size 7 trivantage tube was returned in a (triple) resealable bag. There were traces of a clear sticky residue observed on the tube near the clamp shell. It was also observed that the harness was cut off. A syringe was used to inject 15cc of air into the cuff and no leakage could be observed. For further analysis, inflated cuff was submerged in the water and still no leakage observed coming from the cuff. Furthermore, same as the cuff, the inflation assembly was submerged in the water for leakage observation. During the leakage observation of the inflation assembly, it was observed that the leakage was coming from the inflation valve. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, the air in the cuffs came out. There was no known patient impact.